Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on april 1, 2017 with a blood glucose level of 310 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer stated that they had issues with their previous insulin pump over delivering insulin and was not alarming. The customer was wearing a different insulin pump at the time of the call. The customer was treated with two glucagon shots. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.